Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 598 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer advised the cannula on the infusion set was bent which may have resulted in high blood glucose levels. Troubleshooting for no delivery was performed. Customer advised they performed the displacement test and received the no reservoir detected alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.